Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon device interrogation, the left ventricular lead exhibited failure to capture. It was suspected that the lead had dislodged. Programming changes were made. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.